Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a decrease in impedance, and high/unstable/variable threshold on the right ventricular lead. The lead was reprogrammed to unipolar and remains in use. No patient complications were reported as a result of this event.